Event description:
It was reported that a device revision procedure was performed for an unspecified reason. A review of boston scientific's device tracking records indicates this device remains in service. The boston scientific local area representatives were contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.